Event description:
It was reported that during a surgical procedure, the stimloc support clip would not lock around the lead. A new stimloc support clip was then used. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 3391s-40, lot #v159340, implanted: (B)(6) 2009, explanted: na; extension model 7482a51, serial #(B)(4), implanted: (B)(6) 2009, explanted: na. This device was being used in a clinical trial noted as (B)(4).